Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was extrinsically bent. Visual analysis noted the lead was damanged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the lead had a visibly bent helix, as noticed under fluoroscopy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.